Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump kept suspending. The customer's blood glucose was 473 mg/dl at the time of incident and sensor glucose was 70 mg/dl when it triggered threshold suspend. The customer's blood glucose was 600 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that she had a blood glucose of 69 mg/dl and treated with juice. The customer also stated that there was no bent cannula. The sensor will not be returned for analysis.